Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient had discomfort under the lifevest. The patient reportedly has sensitive skin and the device was hurting under the breast. The patient's physician removed the lifevest for a short time and connected the patient to a hospital monitor. Follow up indicated that the discomfort resolved with a larger garment size.